Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the left bundle branch (lbb) lead channel. The device was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.